Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty to remove, material rupture and balloon separation were confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties to remove and shaft separation appear to be related to circumstances of the procedure. It is likely that during advancement the device met resistance with the anatomy causing the physical resistance and the inner member bunch and lock in place onto the guide wire; thus, resulting in the difficulty to remove the guide wire. Manipulation and/or inadvertent mishandling during retraction of the device, it is likely resulted in the subsequent damages and separations to the inner and outer members, the balloon, and guide wire exit notch tear. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The whisper guide wire referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a previously stented lesion in the left anterior descending coronary artery. A 3.00 x 30 mm trek rx balloon dilatation catheter (bdc) was advanced with resistance from the lesion. The balloon of the bdc was inflated twice to 12 atmospheres. There were no reported problems with inflation or deflation of the balloon. On attempted removal of the bdc, resistance with an unspecified guide wire was met and the bdc and guide wire were removed from the anatomy together as a single unit. Outside of the anatomy, the balloon was noted to be ruptured and appeared to have separated from the shaft of the bdc. Nothing remained in the patient anatomy and an additional wire was advanced to successfully continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned goods analysis identified that the guide wire was a whisper wire.